Event description:
The customer reported that image was gray after the patient was exposed. Patient had to have image retaken.

Manufacturer narrative:
Gender information was not provided. (B)(4). The software was upgraded to new version 1.40.3 with the accumulative patch. This action fixed issues. (B)(4).